Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the pacemaker dependent patient was admitted to the hospital with complaints of syncope. Upon interrogation the right ventricular (rv) lead exhibited high threshold measurements and oversensing possibly caused by noise from diaphragmatic stimulation that led to pacing inhibition with asystole greater than two seconds. A revision procedure was performed where the rv lead was explanted. No additional adverse patient effects were reported.